Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that lv thresholds had risen almost immediately following implant. The lead has been explanted and replaced along with a cardiac resynchronization therapy defibrillator (crt-d) which was reported to have exhibited premature battery depletion.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. A device interrogation also revealed an increase in right ventricular (rv) lead impedance which was currently variable. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.